Event description:
It was reported that an el214 was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the surgeon found that the clips are not secure in applier jaws, when applying clips. The clips fell into the pt, but were retrieved. There was no consequence to the pt.